Manufacturer narrative:
Conclusion updated with additional information received 10/29/15: it was reported by the hospital contact that the physician experienced difficulty advancing the revive se (frs21452299/t10069) through the microcatheter (orion-21, ref. 105-5098-150). They had to switch to another device trevo (details unknown) that was advanced through orion without any problem. When they noticed that they really could not advance the revive, it went too heavy and had a long distance to go to get out of the orion they stopped, took the revive out, noticed some difference in the proximal markers (2 stripes) on the wire and switched to trevo and had no problem at all advancing it, just like with a normal revive would do. The product was stored according to labeling instructions. For thrombectomy they used as usual a short sheath, a 8f concentric ballonguide (details unknown), orion 21 (ID = 21) and the revive. Prep as usual, did not see any damages upfront. The physician had no problem with the access to get the orion in place (thrombus in m2). Flushed the revive as usual, but experienced difficulty advancing the revive se through the microcatheter (orion-21, ref. 105-5098-150). It just did not go up. When it turned out under fluoroscopy that they will not make it to the distal tip of the orion they stopped, took the revive out. Looked for any damages or something. The labtechs noticed that the proximal marker on the wire was coming off (2 stripes) and thought that was maybe the problem therefore they switched to trevo and proceeded the procedure without any problem. The revive looked like it was cleaned but it was not, it did not even go through the orion microcatheter therefore there was no blood on it. The proximal marker is coming off the wire and I noticed a little kink proximal of that marker but, this was a result to solve the advancing problems. Both, the marker coming off and the little kink could not have caused the trouble as they did not even come close to the distal tip of orion. The orion 21 was not returned as they did not believe that it was the problem as trevo was advanced without any problem. The product without the introducer will be returned for analysis. There were no damages noted at the outside of the device. Very limited information was received. The introducer was not returned. The orion-21 microcatheter was not returned. Concerning cleanliness only, the revive was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the devices basket was returned unprotected without the introducer sheath. Note that the bent section of the delivery wire is against the fold. Distal tip is at a slight angle. The two proximal laminated markers have been damaged; however these markers do not enter the patient or go past the rhv. The next two sections of the laminated markers are undamaged. The proximal coil marker is present and undamaged. The basket is undamaged. The distal tip¿s markers are present and undamaged. No manufacturing defects were found. Due to post-procedural handling, cleaning, packaging, the device returned outside and without the introducer, plus the statement in the complaint description, ¿¿there were no damages noted at the outside of the device,¿ the circumstances of how and when the device received the above stated damages cannot be determined. All markers were found to be present; therefore the circumstances of why the markers were not visible inside the microcatheter cannot be determined. The difficulty advancing the revive through the orion microcatheter cannot be determined as the basket was returned undamaged. No advancement testing could be attempted as the orion microcatheter was not returned and no orion microcatheters are found in-house, therefore the resistance inside the microcatheter cannot be determined. In addition, without the return of the introducer and the orion microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional information received: the complaint of the marker band being dislodged cannot be confirmed as the marker bands were not dislodged but were still correctly located. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the physician experienced difficulty advancing the revive se ((B)(4)) through the microcatheter (orion-21, (B)(4)). The markers were not visible after passage of the micro catheter. The product will be returned for analysis. There were no damages noted at the outside of the device. Very limited information was received. The introducer was not returned. The orion-21 microcatheter was not returned. Concerning cleanliness only, the revive was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the devices basket was returned unprotected without the introducer sheath. Note that the bent section of the delivery wire is against the fold. Distal tip is at a slight angle. The two proximal laminated markers have been damage; however these markers do not enter the patient or go past the rhv. The next two sections of the laminated markers are undamaged. The proximal coil marker is present and undamaged. The basket is undamaged. The distal tip¿s markers are present and undamaged. No manufacturing defects were found. Due to post-procedural handling, cleaning, packaging, the device returned outside and without the introducer, plus the statement in the complaint description, ¿¿there were no damages noted at the outside of the device,¿ the circumstances of how and when the device received the above stated damages cannot be determined. All markers were found to be present; therefore the circumstances of why the markers were not visible inside the microcatheter cannot be determined. The difficulty advancing the revive through the orion microcatheter cannot be determined as the basket was returned undamaged. No advancement testing could be attempted as the orion microcatheter was not returned and no orion microcatheters are found in-house, therefore the resistance inside the microcatheter cannot be determined. In addition, without the return of the introducer and the orion microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (orion-21, (B)(4)).

Event description:
It was reported by the hospital contact that the physician experienced difficulty advancing the revive se (frs21452299/t10069) through the microcatheter (orion-21, (B)(4)). The markers were not visible after passage of the micro catheter. The product will be returned for analysis.